Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up at five years post implant the aneurysm was 13 x 12 cm. There was a type ia endoleak with progressive dilation of the proximal aortic neck which was severely angulated. The bifurcated stent graft migrated and it was 1cm distal to the lowest right renal artery due to the dilation of the proximal aortic neck. It was also reported that the right distal common iliac artery continued to dilate and there was a type ib endoleak noted / suspected. One day later coil embolization of right hypogastric artery was performed and 16/10/199 endurant limb was implanted into the external iliac artery. A 36/36/70 endurant cuff was implanted proximally to address the migration and the type ia endoleak. The right renal artery was patent and the left was 99 % stenosed and the left kidney is hypoplastic. The procedure was successful and the endoleak resolved. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
(B)(4).